Manufacturer narrative:
The medical center discarded the pump and introducer at the time of explant when care was withdrawn. No benchtop analysis to root cause of the ischemia is possible. Should the medical team furnish more clinical details that lead to root cause of the ischemia, a final report will be filed. The failure mode will be monitored and trended.

Event description:
The medical team had an impella cp inserted femorally for the support of a patient admitted and found to have coronary artery disease. The impella placement caused flow issues in the right leg. The vascular surgery team placed 5fr external bypass to relieve the ischemia. The pump remained on for support until care was withdrawn and the patient expired.